Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 302830 batch# 4157610 it was reported by customer that have 20ml syringes, product #: 302830, lot #: 4157610 that have particulates in them. They range from dirt, plastic, hair-like fibers and smudges. All those defects point to the syringes not being truly sterile. I¿ll be submitting a product quality feedback form to lifepoint. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no patient harm or negative outcome.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported 20ml syringes have particulates in them. To aid in the investigation, thirteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for provided material number 302830, lot 4157610. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined.

Event description:
No additional information received.